Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error and motor position encoder error. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.